Event description:
It was reported that occlusion alarms occurred. There was no adverse impact to customer¿s blood glucose level. Customer declined follow-up or to troubleshoot the issue with tandem technical support, therefore no additional information was obtained.